Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the evolution sterilizer and found the vacuum pump overload relay had tripped at the end of the dart cycle, causing steam to remain inside the chamber. The technician made repairs and adjustments to the unit, tested the function and operation, and returned the unit to service. A 3-year complaint review confirmed the event to be isolated. No additional issues have been reported.

Event description:
The user facility reported that following a dart test cycle an employee opened the door to their amsco evolution sterilizer and obtained a burn. It is unknown if medical treatment was sought or administered.